Manufacturer narrative:
No unexpected error alarms were noted during testing and the insulin pump passed the self test, reset error test and displacement test. However, several alarms were noted in the alarm history due to a corrupted history file. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corners and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's alarm history showed multiple occurrences of two error alarms. The customer also reported that the device had an unexpected restart alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.